Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware from a rep about a patient implanted with afx-bifurcated stent graft with an unknown endoleak on (B)(6) 2018, the physician plans to perform a re-intervention , but it has not been scheduled. Patient is currently doing well. No patient sequalae reported